Manufacturer narrative:
Device was received with pump error 68/49/23 alarm after battery changed, power supply test failed during self-test alarm during self test and high sleep current due to internal battery connector not plugged in properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had multiple insulin pump error. Customer's blood glucose level was 8.5 mmol/l. Customer reports they were able to clear the alarm. Customer states they are not able to rewind the insulin pump. Customer rewind the insulin pump 15 times and reset 4 times. Customer advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.